Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 551175, expiration date 03/31/2011). (B)(4).

Event description:
Customer reportedly received results of 370 mg/dl on advantage system 1 and 109 mg/dl on advantage system 2 within 10 minutes. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.